Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified o-ring wear of the motor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen (1,000 mcg/ml at 149.9 mcg/day) via an implantable pump for an unknown indication for use. On (B)(6) 2017, the patient woke up at night with return of symptoms. The patient was in (B)(6) at the time. The patient followed up on the device, and no problem was found. Several exams and CT scans were done to assess illness progression, but nothing was found. The patient was then referred in (B)(6), where they checked the pump and illness progression, and found nothing as well. The pump was replaced and the patient recovered immediately and was fine. The issue was classified as a pump malfunction. Diagnostics and troubleshooting included reading pump logs, CT scans and other exams, and a catheter patency test. The patency test revealed the catheter was fine. It was unknown if there were any contributing factors to the event. The issue was resolved. The patient status was alive ¿ no injury. The pump would be returned. No further complications were reported or anticipated.

Manufacturer narrative:
The device is not available for analysis. If information is provided in the future, a supplemental report will be issued.